Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2018-05140. It was reported ((B)(6)) the patient experienced ineffective stimulation due to cervical lead migration. The patient underwent lead revision surgery (B)(6) 2018 wherein an additional lead was implanted. Therapy was restored postoperatively. It is unknown at this time if the alleged lead was explanted during the surgery.